Manufacturer narrative:
As of this date, there has been no return of product. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead was removed and replaced. The reason for this revision is unknown at this time. No adverse patient effects were reported.